Event description:
Procedure type: lobectomy. According to the reporter: the jaws of the cartridge would not open after firing on the lobar artery. They had to convert to an open surgery to remove the stapler from the tissue. Two hours extension to surgical time was required. The patient current status reported as recovered.

Manufacturer narrative:
(B)(4).